Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the black box showed multiple ¿cs128-(B)(4)¿ alarms with secondary error code fxxx is defined as a post-delivery motor power supply fault. ¿ez-prime¿ steps were performed correctly with no ¿cs128¿ or any other errors, alarms or warnings during the investigation. All currents draw were within specification. The original complaint could not be duplicated. Unrelated to the original complaint, the pump¿s cover was removed and moisture corrosion was found inside the pump. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that the pump was emitting multiple replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.